Event description:
Customer reported a sample barcode was read incorrectly by the galileo. The eyereadable barcode number, but the galileo scanned the sample as different number. A 2_cell and an aborh assay were performed on the sample, and the galileo read it as that number. All other barcodes read correctly.

Manufacturer narrative:
A service visit was performed. The back sensors on the sample bay were dirty; they were cleaned. Samples were run without barcode reading errors; the instrument perfomred as expected.